Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient presented for follow up. With over-sensed noise, high pacing impedance and r wave amplitude variation exhibited, by the right ventricular lead. No interventions were reported. Further information was requested, but not received.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.